Event description:
User received discrepant total psa results for one patient sample. Initial result gave 32.68 ng per ml, and was released. The doctor questioned the result and requested the sample be repeated. The repeat result gave 2.64 ng per ml. A second sample from the same patient was tested giving 2.56 ng per ml. No information was provided to determine if patient was adversely affected. If additional information is received, appropriate notification will be provided.